Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device was slow delivering a shock while in use on a patient. This event will be reported as a serious injury because of the possibility of a delay in delivering therapy.

Event description:
A customer reported that the device was slow delivering a shock. The device could charge normal, but could not discharge. Another device was used to treat the patient. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No ECG monitoring strips or case event files were provided to philips for review. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.